Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, although a definitive root cause could not be determined, the probable cause is likely disconnection of the serial digital interface (sdi) cable due to aging caused by long-term use.

Manufacturer narrative:
This report is being submitted to report the user's experience and the investigation findings. The device referenced in this report has not been returned to olympus for evaluation, therefore a physical evaluation of the complaint device could not be conducted. The device history record (DHR) for the complaint device could not be reviewed since the lot number was not provided. Olympus does not ship any device that does not meet all design and safety specifications. Conclusion: the definitive root cause of the reported event could not be determined. Based on the available information the following are presumed to be possible causes of the reported event: it is presumed that the cause was a short of the sdi cable due to aging caused by long-term use.

Event description:
It is reported during an unspecified procedure using a sdi cable 2.5m, the cable was bad causing the entire screen to go black. The cable was replaced and the issue was resolved. There was no patient impact related to this event.